Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained blood glucose readings of 420 mg/dl and 150 mg/dl within 5 minutes on two separate contour next meters. There was no allegation of an adverse event. The customer discarded the bottle of test strips as she used all the strips. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.